Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the encoder and motor covers were damaged. The autopulse platform is a reusable device and was manufactured on 04/14/2004. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. A review of the platform archive was performed, and there were multiple faults ua 43 (fan fault detected) error occurred during the event date on (B)(6) 2016; thus confirming the reported complaint. The platform failed functional testing due to ua43 message displaying upon powering up, thus confirming the reported complaint. Further investigation found the fan cabling connector (j3) was disconnected from the power distribution board (pdb). After reconnecting the connector to the power distribution board (pdb) remedied the fault ua43. Following service, the power distribution board (pdb) was replaced per routine service procedure. The platform was run for 10 minutes, and no user advisory or fault occurred. In summary, the customer's reported complaint of auto pulse platform displaying ua 43 message was confirmed during archive review and functional testing. The root cause for ua 43 message was due to a bad connection between the fan cabling connector (j3) and the power distribution board (pdb).

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed user advisory (ua 43 (fan fault detected) during a call. The platform was deployed without any issues. During active operation, the autopulse platform performed a few compressions and then displayed ua43 error message. The crew was unable to clear the error message. The use of autopulse platform was aborted and the crew reverted to manual CPR. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.